Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).

Event description:
Treatment of an avm. It was reported during the seventh avm embolization treatment with onyx via marathon catheter, after injected 0.7ml of onyx, contrast media was observed leaks out of the vessel when taken images by digital subtraction angiography. The physician commented that the catheter and guidewire manipulation was the cause of the event. No patient injury reported.